Manufacturer narrative:
The customer reported complaint of the platform was displaying error message user advisory (ua) 12 (lifeband not present) was confirmed during archive review. The root cause was due to loose screws on the lifeband clip switch. The switch was adjusted to remedy the complaint. During visual inspection, load plate cover with holes were noted. Review of the archive data indicated error message user advisory (ua) 12 (lifeband not present) on reported event date of (B)(6) 2017. Further review of the archive data indicated user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) unrelated to the complaint. The ua 7 was due to either the patient not oriented on the platform correctly or the patient must have shifted during compression. Load cell characterization test confirmed both cells modules are functioning within the specification. The platform has passed the initial functionally testing without any fault. In addition, a drive train motor gap inspection was performed and found that the break gap was out of the specification. The drive train motor was replaced to remedy the fault. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate cover, both patient head restraint brackets were replaced to remedy the physical damage. The autopulse has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). The death was not related to the use of the autopulse device. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. If the autopulse did not compress or stopped compression, changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, manual CPR was performed prior and after the use of autopulse. The short interruption of switching from autopulse to manual CPR is unlikely to negatively impact the patient outcome. Autopulse did not cause or contribute to the patient's death. The cause of death was presumed to be ohca. Mortality of out-of-hospital cardiac arrest (ohca) is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. (Mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Syracuse fire department received a 911 call on (B)(6) 2017 at 21:12 for a patient who had experienced cardio-pulmonary arrest. The incident was witnessed and occurred at the patient's residence. Upon arrival, the crew immediately initiated manual CPR. The autopulse was deployed without any issues. One minutes after the platform was deployed, the platform stopped compression and displayed error message user advisory (ua) 12 (lifeband not present). The crew discontinued use of the autopusle and reverted to manual CPR until they reached the hospital. Return of spontaneous circulation (rosc) was never achieved. Customer did not see any signs or symptoms of trauma. The patient was pronounced dead at the hospital. The cause of the cardiac arrest was unknown. No other information was provided.